Event description:
It was reported that 2 drivers broke durinig use. There was no adverse consequences reported.

Manufacturer narrative:
The returned drivers were examined under magnification to confirm failure. Both of the returned drivers have a torsional and oblique fracture patterns were identified along the splines of the hexalobe tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hexalobe tip. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. No definitive conclusion can be made.